Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the sensor patch. Data was extracted using approved software and extraction was successful. Adhesive was not returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced a skin infection and swelling at the sensor insertion site and had contact with a healthcare professional (hcp) who provided unspecified antibiotics for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced a skin infection and swelling at the sensor insertion site and had contact with a healthcare professional (hcp) who provided unspecified antibiotics for treatment. There was no report of death or permanent impairment associated with this event.